Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap caused "she had a really bad blister on her back that quite frankly she did know was there until it had burst. It was a very deep burn and has been healing for a couple of weeks". The cause of the wrap causing burns is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The severity is s3-skin burn/blister per (B)(4) hazard analysis thermacare heat wrap product: 8 and 12 hour. A site investigation was conducted on production records, a return sample has not been received. A device malfunction was not identified during records review. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint.

Event description:
Event verbatim [preferred term] deep burn/did get burnt/burnt my back/bad blister on her back [burns second degree] , . Case narrative:this is a spontaneous report from a non-contactable consumer or other non hcp. This is the second of 2 reports. A 69-year-old female patient started to use thermacare heatwrap (thermacare neck, shoulder & wrist) (device lot number w60087, expiration date jan2021) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. On an unspecified date, the patient reported she had a really bad blister on her back that quite frankly she did know was there until it had burst. It was a very deep burn and had been healing for a couple of weeks. She stated her son sent her a notice of the thermacare heatwrap recall regarding some of the cells getting too hot and causing a burn. She clarifies the notice said it was regarding the thermacare heatwrap back pain therapy, but she believed she was wearing the neck pain therapy heatwrap. To her understanding the recall was only pertaining to the back pain therapy but she believed there was also an issue with the neck pain therapy. She explained both boxes were neck pain therapy but each box included 2 of the back pain therapy heatwraps. The back pain therapy heatwraps were mixed between the two boxes so she was not sure which heatwrap came out of which box. While looking through the products, she realized one back pain therapy heatwrap was missing so she guessed the back pain therapy could have been the heatwrap that burnt her. She was positive that it was a neck pain therapy heatwrap but now she was not sure since she was supposed to have 4 back pain therapy heatwraps. Action taken with the suspect product was unknown. Clinical outcome of the event was resolving. Additional information received from product quality complaint (pqc) group included investigation results. The root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap caused "she had a really bad blister on her back that quite frankly she did know was there until it had burst. It was a very deep burn and has been healing for a couple of weeks". The cause of the wrap causing burns is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The severity is s3-skin burn/blister per (B)(4) hazard analysis thermacare heat wrap product: 8 and 12 hour. A site investigation was conducted on production records, a return sample has not been received. A device malfunction was not identified during records review. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. No follow up attempts possible. No further information is expected. Follow-up (14jun2019): no follow up attempts are possible. No further information is expected. Amendment: this follow-up report is being submitted to amend previously reported information: patient gender, age added and malfunction updated from "yes" to "no". Company clinical evaluation comment: based on the information provided, the event of "burn blister" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the event of "burn blister" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap caused "she had a really bad blister on her back that quite frankly she did know was there until it had burst. It was a very deep burn and has been healing for a couple of weeks". The cause of the wrap causing burns is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The severity is s3-skin burn/blister per (B)(4) hazard analysis thermacare heat wrap product: 8 and 12 hour. A site investigation was conducted on production records, a return sample has not been received. A device malfunction was not identified during records review. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint.

Event description:
Event verbatim [preferred term] deep burn/did get burnt/burnt my back/bad blister on her back [burns second degree]. Case narrative:this is a spontaneous report from a non-contactable consumer or other non hcp. This is the second of 2 reports. A female patient of an unspecified age started to use thermacare heatwrap (thermacare neck, shoulder & wrist) (device lot number w60087, expiration date jan2021) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. On an unspecified date, the patient reported she had a really bad blister on her back that quite frankly she did know was there until it had burst. It was a very deep burn and had been healing for a couple of weeks. She stated her son sent her a notice of the thermacare heatwrap recall regarding some of the cells getting too hot and causing a burn. She clarifies the notice said it was regarding the thermacare heatwrap back pain therapy, but she believes she was wearing the neck pain therapy heatwrap. To her understanding the recall was only pertaining to the back pain therapy but she believes there is also an issue with the neck pain therapy. She explains both boxes were neck pain therapy but each box included 2 of the back pain therapy heatwraps. The back pain therapy heatwraps are mixed between the two boxes so she is not sure which heatwrap came out of which box. While looking through the products, she realized one back pain therapy heatwrap was missing, so she guesses the back pain therapy could have been the heatwrap that burnt her. She was positive that it was a neck pain therapy heatwrap but now she is not sure since she is supposed to have 4 back pain therapy heatwraps. Action taken with the suspect product was unknown. Clinical outcome of the event was resolving. Additional information received from product quality complaint (pqc) group included investigation results. The root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap caused "she had a really bad blister on her back that quite frankly she did know was there until it had burst. It was a very deep burn and has been healing for a couple of weeks". The cause of the wrap causing burns is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The severity is s3-skin burn/blister per (B)(4) hazard analysis thermacare heat wrap product: 8 and 12 hour. A site investigation was conducted on production records, a return sample has not been received. A device malfunction was not identified during records review. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. No follow up attempts possible. No further information is expected. Company clinical evaluation comment: based on the information provided, the event of "burn blister" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the event of "burn blister" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time.